Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3 initial reporter occupation: lawyer. Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation complaint received ad 13 jun 2023. Medical records ad 13 jun 2023 were reviewed by a clinician. Patient underwent a right total knee arthroplasty utilizing depuy synthes implants on (B)(6) 2012 including patella. Competitor cement was utilized. On (B)(6) 2022, the patient underwent a right total knee revision for loosening. Intraoperative findings include black staining of the synovium. The tibial tray was identified to be loose at the implant to cement interface. The femoral component was identified to be ¿somewhat loose¿ with no loosening interface provided. All components, including the patella, were revised. There were no allegations against the patella. Clinic note from (B)(6) 2022 states the patient has pain, limited range of motion and the right knee has gone into varus upon visual examination. Doi: (B)(6) 2012. Dor: (B)(6) 2022. Right knee.